Event description:
It was reported that a few weeks after it was implanted, this right atrial (ra) lead was explanted due to it becoming dislodged, with the dislodgment confirmed by x-ray imaging. A new device was implanted. No additional adverse patient effects were reported.